Manufacturer narrative:
(B)(4). Reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used on an unknown date. According to the complainant the ¿clips do not display properly.¿ it could not be confirmed if the customer meant that the clip did not deploy properly. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.